Manufacturer narrative:
Continuation of d10: product ID tm90q0, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of the device not responding message and the therapy turning itself off was unknown and that they received "no communication." They reported that was most likely caused or contributed to this issue was was poor communication between the device and the cell phone (assumed to be handset). They reported that steps taken to resolve the issue included several attempts to reset and communicate. The device kept disconnecting. They reported that the issue had been resolved. They reported that the cause of the communicator not connecting to the handset was unknown and they had "no clue" what likely caused or contributed to this issue. They reported that replacing the handheld device resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm90q0 (serial: (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was malfunctioning and turning itself off and not running the program. The device hadn't been working since about november. The communicator and handset were not able to talk to one another. The response they got when they try to restart the program is that the therapy had been turned off, and they were not turning it off. They have had several issues with this device and the manufacturing representative (rep) has had to come out several times because it didn't communicate. The issue started in november. The patient had been working with the local rep since last week. The rep told them to call patient services (pats). On the call, the agent had the patient go into the therapy application. The patient got device not responding. The agent had the patient reposition the communicator over the implant. The patient was able to feel the implant, and it felt level. The patient tried repositioning the communicator for over an hour with the rep. The patient kept getting 'unable to locate device' when on the call with pats. The patient went through the application twice with the rep and both times it took them to the screen where it said program 5 at 1.7. Then when they went to the next thing, it said therapy had been turned off. The patient didn't turn the therapy off. The patient hit the button to increase the stimulation. The patient said, usually the therapy was off. It just shut off. The agent had the patient close out of all running applications and go back into the therapy app. The patient then got the same two messages " unable to locate device" or "device not responding, reposition communicator over the internal device". Troubleshooting include that the patient confirmed communicator was not plugged into charging cable, it had a solid blue light, they were not near emi, they palpated and could feel the stimulator, the blue side was against the skin vertically, and the patient lean forward. The patient was not able to connect to the implant. The patient wanted a replacement of the handset and communicator. An email was sent to the repair department to replace the handset and communicator.